Event description:
During an unknown procedure, the instrument did not staple correctly. The case was completed by hand suturing. There was no patient consequence. No further information is available.